Manufacturer narrative:
Analysis found that there was a leaking pump outlet port due to a damaged o-ring.: eval code-conclusion 92 updated to 67. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient most recently receiving morphine (15 mg/ml at 5.994 mg/day) and clonidine (150 mcg/ml at 59.94 mcg/day) via an implanted pump. The indication for pump use was postsurgical neuritis and non-malignant pain. On 12-oct-2017 it was reported that on approximately (B)(6) 2017 there was a volume discrepancy with the pain pump refill. The exact volume of the discrepancy was unknown, but more than expected was aspirated from the pump and it was more than the normal range (+/- 14.5%). It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump logs were read and the patient was monitored. The physician observed the patient for a few months for symptoms and rechecked the volume to make sure it was not a one-time anomaly. A clinic note dated (B)(6) 2017 indicated that an ultrasonic pump refill was done as the patient had excessive myofascial pain due to his underlying clinical condition. The hcp expected 8.4 cc and aspirated 13 cc. The notes indicated that the pump continued to have a ¿technical malfunction¿. The logs were read and there was no evidence that the pump was stopping. There was no aberrant drug related behavior or side-effect profile. The rescue pain continued to be addressed with msir (morphine sulfate immediate release). The patient¿s activities of daily living were reflective of a total pain-related impairment score of 38 at the visit placing the patient in a moderately severe impairment category. A total pain-related impairment score of 0-6 was considered no significant impairment. The pump was replaced. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.